Manufacturer narrative:
Correction to field e2: health professional. Correction to field e3: occupation. Correction to field g2: report source. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. A risk review was completed and confirmed that the event of fiber break and fiber emitting smoke were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, the reported allegation of fiber break could not be confirmed as the device was not available for analysis. The most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, an investigation conclusion code of cause not established was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber was given a burnt smell from an unspecified location indicative of a possible fiber break. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber was given a burnt smell from an unspecified location indicative of a possible fiber break. The procedure was completed using another fiber. There were no patient complications.